Event description:
Customer reported being hospitalized for dka. Customer had changed set prior to hospitalization but high blood glucose levels persisted. Troubleshooting on pump not performed due to the fact that battery carrier was cracked.